Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
User facility mandatory medwatch received that stated: "the main IV infusion line was not functioning properly resulting in the pre-medication flowing from the add-a-line system into the flush bag." Upon further query, the customer contact reported backflow of solution. The primary tubing set was to be used to deliver an unspecified solution via an unspecified pump. An unspecified "add-a-line" tubing set was connected to the proximal clave port of the primary tubing set to deliver an unspecified chemotherapeutic agent and the primary solution bag was lowered. The nurse stated that after the cair clamp was opened, it was noted that the secondary solution was flowing into the primary solution bag. It was reported the tubing set was clamp. The primary and secondary tubing sets were replaced and the contents of the primary solution bag were delivered to the pt. There were no reported advers pt effects. No medical interventions were required. Though requested, no additional info was provided.